Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter device could not be inserted due to worn out bearings and the neuro-tip leg had been drilled into. It was determined that the reason for the cutter not able to be inserted was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings from normal wear. It was further determined that the neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and to come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. The assignable root causes were determined to be due to user error (neuro-tip leg had been drilled into) and normal wear out from use (cannot insert cutter). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and evaluation, it was determined that the neuro-tip leg of the craniotome device was drilled into. The device was initially returned to switzerland due to an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.